Manufacturer narrative:
Insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm and no frozen display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify battery out limit alarm and alarm due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case, cracked lcd window, stained end cap sticker, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit alarm and had an unresponsive keypad. The customer was doing a set change when the issue started. During the troubleshoot, the insulin pump continued to alarm unexpected restart. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.